Manufacturer narrative:
The device with product ID 97755 lot#/serial# (B)(6) was received for product analysis. Analysis found the recharger antenna failure specifically no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient said the last time they charged, they had a hard time getting the implanted neurostimulator to start charging and when it did, the recharger cord where it goes into the paddle got real hot. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported. Patient called back and received the replacement recharger and got the software problem (1 intellis 2 3.0 3 243 4 qf_port) while charging the implant. During the call patient removed the battery and plugged the ac power. Controller powered on. Patient inserted the battery and controller was at 70% and implant was at 80%. Agent advised patient to call back if the issue persisted. Agent closed case.